Event description:
Information was received that a smiths medical pneupac parapac ventilator volume control does not work properly and the unit is missing a knob. No adverse effects were reported.

Event description:
Information was received that incident did not occur while in use with a patient. Another ventilator was used and set up for transport.

Manufacturer narrative:
B3, b5: additional information.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; the device had broken knobs, a bowed faceplate and a cracked case. The condition of the returned device was determined consistent with the device having sustained damage during use.